Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade at the base ¿ the broken piece, approximately 0.227" was returned for evaluation. Review of the provided video was completed by the isi regulatory post market surveillance analyst. The video clip shows the instrument blade fractured intraoperatively. An instrument was shown holding the broken piece of the blade. This is consistent with the customer reported allegation.

Event description:
It was reported that during a da vinci-assisted radical pancreaticoduodenectomy surgical procedure, the harmonic ace instrument tip was allegedly broken and a fragment fell inside of the patient. The fragment was removed from the patient during the same procedure. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved using a laparoscopic instrument. All the fragments were confirmed to be retrieved. There was no additional surgical procedure needed as the fragments were retrieved using laparoscopic instruments during the same procedure. There were no post-operative tests performed. The instrument was inspected prior to use with no abnormalities, it was used for 30 minutes prior to break when being used for separating a blood vessel. There was no functionality problem prior to the break. There was no instrument collision and the instrument was no removed during the procedure prior to the break. Upon final removal, there was no resistance through the cannula, no damage to the cannula, and no further damage to the instrument.